Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The final angiogram showed the presence of a type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The most likely cause of the fluid leak and polymer exposure with complete emptying of the polymer syringe was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed without a review of the intraoperative imaging and the returned device. The delivery system was not available for return and the stent graft remains implanted. No anatomy-related or off label product use conditions were determined. Associated clinical harms for this event included: transient hypotension and a residual intraoperative type ia endoleak. The most likely cause of residual type ia endoleak was likely related to insufficient polymer within the stent graft due to the empting of the polymer syringe during fill. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information.